Event description:
It was reported that the ventilator alarmed for stop of ventilation while being used on a patient. There was no patient harm. (B)(4).

Manufacturer narrative:
The hospital biomed exchanged the device control pc board, the device regained function according specification after this exchange. The replaced pc board was sent in for investigation. The reported error was not reproduced during our laboratory testing. The returned control pc board passed both pre-use check and simulated ventilation on a test lung without generating any fault. The customer reported errors were according to the logs preceded by a breathing subsystem error, indicating a restart of the breathing subsystem after detection of an error in the stored parameter settings values in its persistent memory. Our conclusion is that the most probable cause to the event was a corruption of data or data that was perceived as corrupt by the breathing subsystem at the time of the event. (B)(4). Exemption #: e2018003. (B)(4).

Event description:
Manufacturer ref. #: (B)(4).